Manufacturer narrative:
The inserter was returned to 4web and analyzed. The broken thread was confirmed. Dimensional analysis of the inserter confirmed that it met design specifications. Cause of thread breakage is unknown. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported to 4web that the tip of the alif inserter broke within the thread hole of the implant during implantation. The broken piece of the inserter remained in the implant and was not retrieved since the surgeon believed it was better to leave the implant in place than to remove it. No patient injury or death reported. Surgery was completed successfully.